Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. No failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The cause of the increased intra-peritoneal volume (iipv) was determined to be use error, tidal uf removal set too low due to use of higher dextrose. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
A customer contacted baxter?s technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated she felt foo full in dwell 5 of 5. The hp started to drain and did not stop until the hc went to end of therapy, drain volume 2727ml. The tsr had the hp check the ultrafiltration from -192ml to 1527ml in the last drain cycle. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance received a return call from the hp's peritoneal dialysis nurse (pdn) regarding the report of blood pressure was high and she had gained weight. The pdn verified the hp's therapy is tidal, tidal volume 80%, 5 cycles, largest prescribed fill volume (lpfv) 1200ml, alternating dextrose solution. The pdn stated he was not aware of the event and would follow up with the hp. The pdn stated the hp is a diabetic. The pdn stated the hp has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products. This event meets overfill criteria.